Manufacturer narrative:
The insulin pump was received with flashing white display due to horizontal cracked on the lcd controller. No blank display during testing. Unable to verify frozen display or no button response complaint due to flashing white display. No damage was found on the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a dark screen and a red light on the insulin pump. Customer had taken a bath and reconnected to the pump. Customer's blood glucose was 6 mmol/l. Customer's mother stated that the customer has been on the pump for 11 years and nothing like this has happened before. Customer had a keypad anomaly and the time was not visible. Customer's mother stated that the screen is completely blank. Customer's mother was instructed to leave the battery out for 2 hours. Customer was advised to monitor their blood glucose and to call back if the display does not return. Customer's mother later called back and stated that the pump was still not working. Insulin pump will need to be replaced.